Event description:
It was reported that patient received a notification alert indicating high voltage lead impedance had reached above the upper monitoring limit. Patient notification was turned off on the device. Lead impedance will be remotely monitored weekly. Patient is fine.

Manufacturer narrative:
.